Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. A73762-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included anemia. Essure confirmation test(s) conducted, specify : unknown. Concurrent conditions included gerd, wrist pain, pain in extremity, cramp in lower abdomen, uterine bleeding, flank pain, hot flashes, breast neoplasm, bacterial vaginosis, breast lump, musculoskeletal pain, low back pain, sciatica, dysuria, urgency urination, urinary frequency, fever, fatigue, hematuria, constipation chronic, hair loss and night sweats. Family history included uterine cancer (mom), breast cancer (mom), breast cancer (maternal aunts), prostate cancer (maternal uncle) and renal cancer (maternal cousin). Concomitant products included doxycycline hyclate (doxy), metronidazole (flagyl 250), nsaids since (B)(6) 2008, pantoprazole since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain / pelvic area"), abdominal pain ("pain abdominal / abdominal area"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), night sweats ("hormonal changes describe: night sweats"), vaginal infection ("infection (bladder/ urinary tract/vaginal):vaginal"), depression ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), rash ("rash/skin condition"), vaginal infection nos ("vaginal infection"), dry skin ("dry skin") and urinary tract infection ("urinary tract infection") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), infection ("infection"), menstrual disorder ("menstruation issues"), dysgeusia ("autoimmune disorder type of disorder: metallic taste in mouth"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/urinary problem"), skin disorder ("rash/skin condition") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the endometritis, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, vaginal haemorrhage, menorrhagia, infection, menstrual disorder, night sweats, vaginal infection, depression, anxiety, dysgeusia, bladder disorder, urinary tract disorder, migraine, vaginal discharge, fatigue, skin disorder, rash, vaginal infection nos, alopecia, dry skin, weight increased and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dry skin, dysgeusia, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, night sweats, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased and vaginal infection nos to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, other injuries/ symptoms, bladder/urinary problem : yes, psych injury :no currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received. Reporter information updated. New event: dry skin, weight gain, urinary tract infection, patient did not undergo essure confirmation test were added. Medical history added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') in an adult female patient who had essure (batch no. A73762-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmationt test". The patient's medical history included anemia, tonsillectomy and drug allergy (penicillin¿s: gi distress). Essure confirmation test(s) conducted, specify : unknown. Concurrent conditions included gerd, wrist pain, pain in extremity, cramp in lower abdomen, uterine bleeding, flank pain, hot flashes, breast neoplasm, bacterial vaginosis, breast lump, shoulder pain, low back pain, sciatica, dysuria, urgency urination, urinary frequency, fever, fatigue, hematuria, constipation chronic, hair loss, night sweats and irregular periods. Family history included uterine cancer (mom), breast cancer (mom), breast cancer (maternal aunts), prostate cancer (maternal uncle) and renal cancer (maternal cousin). Concomitant products included doxycycline hyclate (doxy), metronidazole (flagyl 250), nsaids since (B)(6) 2008, pantoprazole since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain / pelvic area"), abdominal pain ("pain abdominal / abdominal area"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), night sweats ("hormonal changes describe: night sweats"), vaginal infection ("infection (bladder/ urinary tract/vaginal):vaginal"), depression ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), rash ("rash/skin condition"), vaginal infection nos ("vaginal infection"), dry skin ("dry skin") and urinary tract infection ("urinary tract infection") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleed"), hypersensitivity ("allergic reaction"), infection ("infection"), menstrual disorder ("menstruation issues"), dysgeusia ("autoimmune disorder type of disorder: metallic taste in mouth"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/urinary problem"), skin disorder ("rash/skin condition") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the endometritis, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, vaginal haemorrhage, heavy menstrual bleeding, infection, menstrual disorder, night sweats, vaginal infection, depression, anxiety, dysgeusia, bladder disorder, urinary tract disorder, migraine, vaginal discharge, fatigue, skin disorder, rash, vaginal infection nos, alopecia, dry skin, weight increased and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dry skin, dysgeusia, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, infection, menstrual disorder, migraine, night sweats, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased and vaginal infection nos to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, other injuries/ symptoms, bladder/urinary problem : yes, psych injury :no currently planning for essure removal per pif: date(s) of insertion: (B)(6) 2008; weight: 182 ib (82.555 kg), diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy menstrual bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2021: mr received. Reporter information, patient's medical history and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') in an adult female patient who had essure (batch no. A73762-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmationt test". The patient's medical history included anemia, tonsillectomy and penicillin allergy (penicillin¿s: gi distress). Essure confirmation test(s) conducted, specify : unknown. Concurrent conditions included gerd, wrist pain, pain in extremity, cramp in lower abdomen, uterine bleeding, flank pain, hot flashes, breast neoplasm, bacterial vaginosis, breast lump, shoulder pain, low back pain, sciatica, dysuria, urgency urination, urinary frequency, fever, fatigue, hematuria, constipation chronic, hair loss, night sweats and irregular periods. Family history included uterine cancer (mom), breast cancer (mom), breast cancer (maternal aunts), prostate cancer (maternal uncle) and renal cancer (maternal cousin). Concomitant products included doxycycline hyclate (doxy), metronidazole (flagyl 250), nsaids since (B)(6) 2008, pantoprazole since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain / pelvic area"), abdominal pain ("pain abdominal / abdominal area"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), night sweats ("hormonal changes describe: night sweats"), vaginal infection ("infection (bladder/ urinary tract/vaginal):vaginal"), depression ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), rash ("rash/skin condition"), vaginal infection nos ("vaginal infection"), dry skin ("dry skin") and urinary tract infection ("urinary tract infection") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleed"), hypersensitivity ("allergic reaction"), infection ("infection"), menstrual disorder ("menstruation issues"), dysgeusia ("autoimmune disorder type of disorder: metallic taste in mouth"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/urinary problem"), skin disorder ("rash/skin condition") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the endometritis, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, vaginal haemorrhage, heavy menstrual bleeding, infection, menstrual disorder, night sweats, vaginal infection, depression, anxiety, dysgeusia, bladder disorder, urinary tract disorder, migraine, vaginal discharge, fatigue, skin disorder, rash, vaginal infection nos, alopecia, dry skin, weight increased and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dry skin, dysgeusia, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, infection, menstrual disorder, migraine, night sweats, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased and vaginal infection nos to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, other injuries/ symptoms, bladder/urinary problem : yes, psych injury :no currently planning for essure removal per pif: date(s) of insertion: (B)(6) 2008. Weight: 182 ib (82.555 kg) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy menstrual bleeding lot # a73762 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. A73762-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify : unknown. Concurrent conditions included gerd, wrist pain, pain in extremity, cramp in lower abdomen, uterine bleeding, flank pain, hot flashes, breast neoplasm, bacterial vaginosis, breast lump, musculoskeletal pain, low back pain, sciatica, dysuria, urgency urination, urinary frequency, fever, fatigue, hematuria, constipation chronic, hair loss and night sweats. Family history included uterine cancer (mom), breast cancer (mom), breast cancer (maternal aunts), prostate cancer (maternal uncle) and renal cancer (maternal cousin). Concomitant products included doxycycline hyclate (doxy), metronidazole (flagyl 250), nsaids since (B)(6) 2008, pantoprazole since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pelvic area"), abdominal pain ("pain abdominal / abdominal area"), dysmenorrhoea ("dysmenorrhea(cramping)"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), infection ("infection"), menstrual disorder ("menstruation issues"), night sweats ("hormonal changes describe: night sweats"), vaginal infection ("infection (bladder/ urinary tract/vaginal):vaginal"), depression ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), dysgeusia ("autoimmune disorder type of disorder: metallic taste in mouth"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/urinary problem"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), skin disorder ("rash/skin condition"), rash ("rash/skin condition"), vaginal infection nos ("vaginal infection") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the endometritis, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, vaginal haemorrhage, menorrhagia, infection, menstrual disorder, night sweats, vaginal infection, depression, anxiety, dysgeusia, bladder disorder, urinary tract disorder, migraine, vaginal discharge, fatigue, skin disorder, rash, vaginal infection nos and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysgeusia, dysmenorrhoea, endometritis, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, night sweats, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vaginal infection nos to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, other injuries/ symptoms, bladder/urinary problem : yes, psych injury :no quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporter information added. Event : general abnormal bleed, rash/skin condition, vaginal infection, hair loss were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') in an adult female patient who had essure (batch no. A73762-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gerd, wrist pain, pain in extremity, cramp in lower abdomen, uterine bleeding, flank pain, hot flashes, breast neoplasm, bacterial vaginosis, breast lump, musculoskeletal pain, low back pain, sciatica, dysuria, urgency urination, urinary frequency, fever, fatigue, hematuria, constipation chronic, hair loss and night sweats. Family history included uterine cancer (mom), breast cancer (mom), breast cancer (maternal aunts), prostate cancer (maternal uncle) and renal cancer (maternal cousin). Concomitant products included doxycycline hyclate (doxy), metronidazole (flagyl 250), nsaids since (B)(6) 2008, pantoprazole since (B)(6) 2016 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criterion medically significant), pelvic pain ("pelvic pain / pelvic area"), abdominal pain ("pain abdominal / abdominal area"), dysmenorrhoea ("dysmenorrhea(cramping)"), hypersensitivity ("allergic reaction"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), infection ("infection"), menstrual disorder ("menstruation issues"), night sweats ("hormonal changes describe: night sweats"), vaginal infection ("infection (bladder/ urinary tract/vaginal): vaginal"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), dysgeusia ("autoimmune disorder type of disorder: metallic taste in mouth"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). At the time of the report, the endometritis, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, vaginal haemorrhage, menorrhagia, infection, menstrual disorder, night sweats, vaginal infection, depression, anxiety, dysgeusia, bladder disorder, urinary tract disorder, migraine, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysgeusia, dysmenorrhoea, endometritis, fatigue, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, night sweats, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2019: ¿pqs: update of information (batch is not valid)¿. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.